Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to due to elevated thresholds and impedance measurements. A recent device check revealed rv threshold measurement was 2.7v @ 0.40 ms and rv pace impedance measurement was 1740 ohms. Additionally, the pacemaker was explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported.